Event description:
Customer an artifact in the images. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the images intensifier and camera. System operates as intended.